Event description:
This is the second of two reports (same product ID, same incident, same pt). This report is in regards to the second/replacement nosecone. During use, the activation did not stop even if the activation switch was released. The user realized the abnormal condition and replaced with a new one. However, the same incident occurred with the replaced cem nosecone within minutes. There was no pt injury reported. Additional information has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.